Event description:
It was reported that the user stated the ilet charging pad stopped working, and she was advised to use a wireless charger and that a replacement charger would be sent to an alternate address while she transitions to rehabilitation. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped. Investigation included customer service troubleshooting and arrangement of replacement components. Investigation of this case revealed a suspected charger malfunction associated with the external power/charging accessory, with no effect on therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a malfunction of the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.